Manufacturer narrative:
Reporter phone: (B)(6).

Event description:
It was reported to philips the device was not discharging correctly. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the incorrect discharge. The contact plates need to be cleaned. The fse cleaned the paddle and paddle try contact points. The device now discharges correctly. No further action at this time.